Manufacturer narrative:
Update to d4: expiration date. Update to h4: manufacturing date.

Manufacturer narrative:
According to the customer, an "expired" implant was placed on (B)(6) 2022 during a "pt tendon transfer" procedure that caused "injury and the need for additional surgical and medical interventions". The customer did not report if the implant was removed or replaced during subsequent interventions. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, an "expired" implant was placed on (B)(6) 2022 during a "pt tendon transfer" procedure that caused "injury and the need for additional surgical and medical interventions".